Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient¿s implantable neurostimulator (ins) prematurely depleted. The hcp complained the ins had a very short life compared to what they expected. The patient had been using the same settings for many years. During a follow up visit with the patient, the ins was found to be at elective replacement indicator (eri). The ins reached eri after 1.5 years. Impedances were tested and found to be okay. The patient had not had any impedances issues in the past. The patient was originally implanted in 2005 and had battery replacements in 2007, (B)(6) 2009, (B)(6) 2012, and (B)(6) 2015. All of the patient¿s inss were programmed to c+, 2-, 3- at 3.7v, 185 hz, and 60 usec on the left side and c+, 6-, 7- at 185 hz and 60 usec. The stimulation voltage for the left and right sides increased from 3.7v to 3.9v over the years. The patient¿s current ins was programmed to 3.9v on the right and left sides. The hcp wanted to know why the battery life was different and they doubt it may be related to the quality of the current ins. A revision was done and the ins was explanted and replaced on (B)(6) 2016. The issue was not resolved at the time of this report and the patient was alive with no injury.

Manufacturer narrative:
The stimulation implantable neurostimulator (ins) battery reached normal end of life (eol); the telemetry and output were ok. Upon review of the analysis results, it was determined that eval code conclusion and eval code result no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.